Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the device is not stapling correctly. The patient outcome is alive, no injury.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hepatectomy, while on hepatic parenchyma, the device fire but some staples did not close and was not stapling correctly. There was also an incomplete staple line on the proximal area which was fixed using suture. The device was changed to complete the procedure.